Manufacturer narrative:
This report is submitted on august 17, 2020.

Event description:
Per the mother, her son previously experienced infections (as reported in 6000034-2019-00591) which were treated with topical antibiotics and steroids (not previously reported). There was a skin revision on 2 occasions. The implant remains in-situ.